Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the screen has a black mark on it, and the screen under the cover is cracked. The mother states they cannot see anything on the right side of the screen. The customer's blood glucose level at the time of incident was 125mg/dl. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.